Manufacturer narrative:
Device lot number, or serial number, not available, as part has not been returned. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement device shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the solera driver tip broke off in the screwhead. The surgeon broke the screw while tightening it down into the vertebral body. A non-navigated spinal/biologics screwdriver was used to complete the tightening of the screw. The surgeon was able to remove the broken portion of the tip of the driver and use a second driver to complete the insertion of the screw. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacturer date provided.the device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the instrument is twisted and broken off. The reported event was confirmed. The device was replaced and there were no further issues.